Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was suddenly no longer able to hear. After troubleshooting and replacing the coil, the pt was able to hear for only about 5 minutes. Further troubleshooting was carried out but without success. All the external equipment was functioning correctly. Further testing confirmed that the device has malfunctioned. No new surgery date has been scheduled.